Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient's blood pressure fluctuated during an ablation and a pericardial effusion was detected after the case was completed. A pericardiocentesis was performed. No further patient complications have been reported as a result of this event.